Event description:
Pt was admitted for dilatation & curettage hysteroscopy at 9:00 am. Approx 6 hrs post procedure, the pt experienced puffy eyelids, periorbital edema, syncope and shortness of breath. The pt received epinephrine 0.3mg sq x 1 and 0.1mg IV, methylprednisolone 125mg IV push and diphenhydramine 50mg IV push to minimize symptoms. The swelling decreased but some periorbital edema was still evident. At 8:00 pm the pt complained of tingling and eye swelling. The pt received methylprednisolone 40mg IV and diphenhydramine 25mg IV. The next day methylprednisolone 40mg IV piggyback every 6 hours and diphenhydramine 25mg IV piggyback every 6 hours were ordered to be given around the clock. At 12:00 pm the pt complained of shortness of breath and chest tightness and was given methylprednisolone 40mg and diphenhydramine 25mg. In 15 mins, the pt was ambulating around without any symptoms. For the following two days, the pt experienced at least 2 add'l episodes per day of syncope, shortness of breath, swelling of hands and feet. For each episode pt was given diphenhydramine, epinephrine and methylprednisolone. The following day the pt started ambulating around and complained of itchiness on the skin and developed erythroderma. Pt received certirizine 10mg every night. In the morning the pt had no complaints and was finally discharged in the afternoon with a prescription of prednisone 40mg every day, certirizine 10mg every night and epipen which was to be used as directed. It is important to note that the pt was not administered any drugs during the recovery period besides those used to treat these reactions and that no drugs appeared to have a temporal relationship to the development of these reactions.